Event description:
By staff setting up for a case noticed battery not charging since cardiosave pump was not docked propery in cart. No patient. Customer found the issue. No harm.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: b5, b6, b7, d10, h6 medical device problem and health impact code it was reported through customer conversation that battery - pump in rescue. Though circumstance information is unknown, no harm was reported. Upon further review, it was determined that this is associated with the battery not charging because the console was not properly docked in the cart. This issue would not require service. For complaints that were identified to have incorrect docking of the console in the system or absence of ac power : the root cause is "user related." CAPA 326047 is initiated to implement software update to include iabp docking status indicator in the cardiosaves ui.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had an unspecified malfunction.